Manufacturer narrative:
Additional information: according to the information received from the field the decrease in benefit was most likely caused by a partial migration of the electrode out of cochlea. In addition, two channels were involved in a short circuit since 2011. Further it is reported that the recipient suffered from pressure pain which is a known undesired side effect of ci implantation and might also be related to extra-cochlear stimulation. Additionally, the recipient reported retention issues due to undetermined reasons. Despite requested no information on the current state of the recipient has been received. It is unknown if the pain and retention issues are still present.

Event description:
The user reported that when she woke up on 28-aug-2023 the implant area was sensitive and she felt slight pain. The sound quality was bad and there were coil retention issues. Therefore the recipient has stopped using the audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that when she woke up on (B)(6) 2023 the implant area was sensitive and she felt slight pain. The sound quality was bad and there were coil retention issues. Therefore the recipient has stopped using the audio processor.